Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the pump shutting down without alarming. This was due to a problem with the motor. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump is alarming system interrupt and motor stall. Mmdg did follow up with the initial reporter and they stated that the patient did have a back up pump and so they did not experience any delay in therapy. (B)(4).